Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the connecting tube was unable to be connected since the connector was hit by something hard or loosened and got damaged. As a cause of the loosened connector, it is likely that the user applied stress to the connector toward the loosening direction, and the stress was accumulated. The event can be prevented by following the instructions for use which state: "chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the connecting tube cannot be connected to the channel connector in the reprocessing basin. The yellow connectors are broken. There were no reports of patient harm associated with this event.

Manufacturer narrative:
An olympus service technician went on-site to evaluate the subject device. The technician replaced the damaged channel ports. The equipment was repaired and verified according to OEM instructions. Software attributes have been verified and confirmed. Equipment passed the electrical safety test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.